Event description:
It was reported that pump charging cord was loose and patient did not want to troubleshoot these issues. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by the customer or technical support, and no further outcome details were provided.